Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of 387,135, and 178 taken within 10 minutes on the same meter. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.